Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited insulation damage, a fracture, oversensing, low pacing impedance, intermittent loss of sensing and a polarity switch. It was also reported that the right atrial (ra) lead exhibited oversensing and noise. The rv and ra leads were partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a partial lead was returned in segments and analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.